Event description:
Reporter alleged customer obtained discrepant back to back blood glucose results of 75, 268, & 100 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated customer took her normal dose of insulin, however, no other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.